Event description:
Complainant alleged that during routine training/inservice by a zoll sales representative, the device displayed "defib fault 80" and "defib fault 72" messages. There was no pt involvement during the reported malfunction.